Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed, and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis.